Event description:
Pt with temporary pacemaker. Pacemaker appeared to turn off automatically. Pt became asystolic. The device was turned back on and it shut down again. New pacer applied. No significant negative outcome for pt. Staff was immediately available to prevent negative outcome for pt.